Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - provisional bottom. No devices were received; therefore, the condition of the components is unknown. Photograph provided confirms that the device is fractured. Lot identification is necessary for review of device history record; lot identification was not provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the tasp broke during insertion. No patient impact.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.